Event description:
Piv restarted in rt arm at 1930 11/1/97 and transilluminator was used to identify vein for cannulization. At 0630 on 11/2/97 area where transilluminator light was positioned was noted to be burned (3/4" x 1/2") on (rt) arm not elbow, pt treated with hydragram dressing to area after examination by physician.